Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy inguinal hernia, an extraperitoneal area was created by the balloon. The reducer/caliber reducer which is in circle shape was ruptured/tear because of the applied force. It falls into the patient cavity and it was removed from the patient' s cavity. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the valve seal was disengaged. The obturator was received. The dissector balloon appeared to be intact. The trocar balloon was not received. The inflation syringe was not received. The insufflation bulb was not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.